Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the right side wheel lock is not locking. Dealer stated they repeatedly tried tightening it and it keeps loosening up.